Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to have their scs system ( a competitor's device) explanted and replaced with an abbott/sjm scs system. During the procedure, the doctor was unable to implant the replacement lead intended for use after multiple attempts due to excessive scar tissue and calcification being present. As a result, the procedure was abandoned.